Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00019. It was reported the patient lost weight and experiences inadequate stimulation, causing the ipg and leads to be superficial. The patient experienced pain due to the issue. Surgical intervention may be pending to solve the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost weight and experiences inadequate stimulation, causing the ipg and leads to be superficial. The patient experienced pain due to the issue. Surgical intervention took place on (B)(6) 2022 where the right sided lead was explanted and the ipg was revised for better coverage.